Manufacturer narrative:
Correction: upon recent review of the initial medwatch report submitted july 7, 2018, it was noted that event was previously reported to involve valve-in-valve replacement of a transcatheter valve. The correct event information is a valve-in-valve procedure was performed to implant a transcatheter valve into an existing surgical valve (unknown manufacturer) for an unknown reason. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted valve -in-valve for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.